Manufacturer narrative:
Additional information received that the reason for revision was recurring incontinence after diving accident. The patient outcome of the event was reported to be good.

Event description:
It was reported that the patient experienced a ams sling to artificial urinary sphincter (aus) procedure due to unspecified reasons. A patient outcome was not reported in relation to this event.

Event description:
It was reported that the patient experienced a ams sling to artificial urinary sphincter (aus) procedure due to unspecified reasons. A patient outcome was not reported in relation to this event.